Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up # 1 06/21/2011 - device evaluation: the pump has been returned and evaluated by product analysis on 05/20/2011 with the following findings: the contrast and up buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts. The contrast button has no effect on insulin delivery function. The keypad was also found to be peeling at the ok button. A peeling keypad will permit contamination to permeate the buttons which will have a negative impact on button function.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump on (B)(4) 2011 and confirmed that it was operating within required specifications at the time of release.

Event description:
The mother of the patient reported that the up arrow is sticking. She also reported there is no damage to the keypad.